Event description:
A 75-year-old male with pancreatic adenocarcinoma started optune pax therapy on (B)(6) 2026. On (B)(6) 2026, the patient informed novocure that anxiety was experienced during the first few days of optune pax treatment. An unspecified anti-anxiety medication was prescribed by a healthcare provider (hcp), resulting in a significant improvement in treatment tolerability. Multiple attempts were made to contact the prescribing physician; however, no reply was received.

Manufacturer narrative:
Novocure¿s medical opinion is that the contribution of device use to the patient's anxiety cannot be ruled out. Anxiety was reported in the pivotal ef-27 clinical trial for optune pax treatment for locally advanced pancreatic cancer (5.1% in the ttfields arm and 7% in the control arm).